Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced infections, urinary frequency and dysuria. It was reported that the patient underwent a laparoscopic nissen fundoplication with paraesophageal hernia repair with allomax surgical graft on (B)(6) 2011 due to mid epigastric pain. It was reported that the patient underwent a stent placement on 07/10/2012 due to kidney stones. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent laparoscopic cholecystectomy on (B)(6) 2011 due to ruq pain, n/v, and biliary colic. It was reported that patient underwent cystourethroscopy, right sided ureteroscopy and insertion of a double-j stent on (B)(6) 2013 due to right ureteral colic with possible stone right ureter. No additional was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and urinary tract infection.